Event description:
The lead was returned with no information and tested out of specifications. A database search by serial number found the patient to be deceased. Follow up information on the cause of death and circumstances surrounding the death have been inconclusive. No allegations, complaints, or previous contacts involving the lead have been made.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Additional information has been requested but no further information about the cause of death or circumstances surrounding the death have been made available at this time. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had a cosmetic depression.